Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "pressure tubing with statlock cracked and male piece was lodged in tubing causing a leak. Balloon was removed".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pressure tubing with statlock cracked and male piece was lodged in tubing causing a leak. Balloon was removed".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".